Event description:
It was reported that during use, there was an obstruction of the probe observed during a fibroscopy. Interior of the probe with crystallized appearance and narrowed internal caliber that does not allow the fiberscope to progress. Replacement of the tube was done, even with very high glottis front and abundant purulent secretions no patient complications was observed. The removed endotracheal tube had a blackish color on the distal 2/3 with dried muco-blackish secretions obstructing almost the entire internal diameter of the tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.